Event description:
A report was received that stated during an injection via a deltoid needle, the needle became partially detached from the syringe, the nurse attempted to activate the safety feature while actively withdrawing, the needle detachment broke and the nurse was "almost hit" by the needle. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.